Manufacturer narrative:
This rv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noisy signals. The device was interrogated, and low out of range pacing impedance measurements were observed. It was suspected the insulation was damaged. The decision was made to reprogram the tachy therapy to off, and this patient will remain in the hospital under the care of health professionals. There were no adverse patient effects reported. Subsequently, additional information was received that a revision procedure was performed. Difficulty was experienced while attempting to explant this rv lead. The decision was made to surgically abandon this rv lead. A new rv lead was implanted successfully.